Event description:
Procedure: lap chole. According to the reporter: during surgery the tip of the device broke but was removed from the patient cavity. The procedure was completed with another ultra shears. No patient injury reported.